Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
(B)(4). Legal manufacturer: hcs madison - (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4).

Event description:
The hospital reported that the circuit test did not pass and high pressure was delivered. There was no report of patient involvement.